Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,035 ohms. It was noted that this was a large jump impedance measurements, and impedance measurements had been stable for the past year. A previous jump to 650 ohms was observed in may, and this was marked by a 200 ohm difference. The spring contact was suspected. No oversensing noted. This crt-d and lead remain in service. The plan was to continue remote monitoring. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,035 ohms. It was noted that this was a large jump impedance measurements, and impedance measurements had been stable for the past year. A previous jump to 650 ohms was observed in may, and this was marked by a 200 ohm difference. The spring contact was suspected. No oversensing noted. This crt-d and lead remain in service. The plan was to continue remote monitoring. No adverse patient effects were reported.